Manufacturer narrative:
Correction: g1 (MFR site address 1, MFR site address 2). Block h6: problem code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional inspection was performed, the device was connected to an alliance inflation system, the balloon was inflated without problem however, it did not hold the pressure due to an interlumen leak, the device leaked by the distal side or by the rx tunnel depends of the position of the balloon. During the microscopic analysis, the rx tunnel was removed from the hurricane device and no damages had been found in this part. X-ray inspection was performed, the device was inspected with an x-ray method nevertheless there were no damages inside of the catheter and the internal lumens. Based on the available information, it is possible that interaction with the guidewire in the bile duct anatomy with a difficult position could create friction internally of the catheter and as result of this friction the catheter resulted in an interlumen leak, which does not confirm the reported event of balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2021. During the procedure, the balloon has ruptured while inflating it up to the target size. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2021. During the procedure, the balloon has ruptured while inflating it up to the target size. The procedure was completed at this time. There were no patient complications reported as a result of this event.